Event description:
It was reported the patient¿s stimulator came out of the pocket a year after implant. The stimulator had to be relocated from their lower back to their left hip. The surgery damaged a nerve. There was a problem disconnecting the leads. One lead was abandoned and never connected. The patient received a pain stimulator and pain pump to help with the damaged nerve. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v650831, implanted: (B)(6) 2011, product type: lead. (B)(4).